Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the patient's refractive outcome post-operatively is not as anticipated. The additional information received identifies that the healthcare facility plans to explant the iol. No further information is available. Additional information has been requested from the healthcare facility. "Deviation from target refraction" and "iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. There are many factors which may influence the post-operative outcome of the patient including but not limited to; incomplete removal of ovd following iol implantation (capsular block/capsular bag distension syndrome), dry eye during biometry measurement, incorrect product selection, aniseikonia combined with unsuitable lens power selection, wrong lens power caused by incorrect biometry readings/calculations (e.g., previous lasik procedure), incorrect power selection (not using optimised a-constants may be a contributory factor in this scenario - surgeons must always expect to personalise their own constants based on initial patient outcomes, with further personalisation as the number of eyes increases.), posterior synechiae, irregular capsular bag contraction, patient medical history (e.g., glaucoma, pseudoexfoliation syndrome), lens decentration or dislocation, incorrect or unstable fixation within the capsular bag, post-operative rotation of the lens, lens does not fit anatomy of the eye (e.g., too large or too small), capsulorhexis diameter too large and induced surgical astigmatism. Our review of production records for the rayone emv rao200e batch 013207273 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incident, of any type, have been received against the rayone emv rao200e batch 013207273.

Event description:
On 22nd november 2024, rayner received notification from its distributor in russia of an event that occurred following implantation of a rayone emv rao200e. The event description provided states that the patient's visual outcome post-operatively is not as expected.